Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had keypad issue. Customer¿s blood glucose level was 55 mg/dl. Customer was treated with glucose for low blood glucose level. Customer reported that the keypad was unresponsive. Customer reported that the number was not ramping on screen and the scroll bar was not moving with no input. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no button response (medtronic logo) due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response.